Manufacturer narrative:
Us customer contacted cepheid to discuss results. Customer reported on (B)(6) 2022 that they saw an increase in positives that began on (B)(6) 2022. Customer is questioning the validity off all positive patient results in time frame. Site did have a single negative patient result on (B)(6) 2022 that is included in test reports for reference. All tests were run on xpert xpress cov-2/flu/rsv plus from the same lot. On (B)(6) 2022, a sample was collected from patient #1 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #2 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #3 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #4 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #5 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #6 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. Sole negative patient: on (B)(6) 2022, a sample was collected from patient #7 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 negative flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #8 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #9 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #10 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #11 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #12 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #13 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #14 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #15 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. The customer performed cleaning and maintenance on (B)(6) 2022. Cleaning was performed per owner's manual. Site ran negative control with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022. Results were sars-cov-2/flu/rsv positive, flu a negative, flu b negative. Customer decontaminated instrument per cepheid guidelines. On (B)(6) 2022, customer ran saline and/or utm blanks after completing decontamination. The results were sars-cov-2 positive, flu a negative, flu b negative, rsv negative with utm and sars-cov-2/flu/rsv positive, flu a negative, flu b negative, rsv negative using saline in module module a2 gave sars-cov-2/flu/rsv positive, flu a negative, flu b negative, rsv negative using both utm and saline. The utm was sealed prior to use. Cepheid field application specialist was sent to site on (B)(6) 2022 and performed decontamination and observed customer. Cepheid field application specialist stated that customer was using ipa and not ethanol. Site will purchase proper alcohol. Post decontamination saline and utm tests came up sars-cov-2/flu/rsv negative, flu a negative, flu b negative, rsv negative. Customers were not tested on a different platform and not known if customer tested elsewhere on their own. Patients were only tested once and treated as if positive. No known harm to any patient. To the customer's knowledge, all patients did not have any symptoms and there was no known reason for them to be positive, which is noted to be off label per the pi. This is a case of questionable positive sarscov2 results by xpert xpress cov-2/flu/rsv plus test between may 2 and may 6. All of the questionable pcr results show normal appearing pcr curves consistent with presence of target. There is no evidence of product malfunction or interference. Negative controls and blanks tested positive on may 6 and may 10, after rounds of cleaning, but then tested negative after another round of cleaning on may 18. This demonstrates environmental contamination as the source of the questionable positive results. No known impact to persons tested. Cepheid patient safety board noted to customer that testing of patients that are not suspected of covid-19 is off-label and must be validated for this use. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss results. Customer reported on (B)(6) 2022 that they saw an increase in positives that began on (B)(6) 2022. Customer is questioning the validity off all positive patient results in time frame. Site did have a single negative patient result on (B)(6) 2022 that is included in test reports for reference. All tests were run on xpert xpress cov-2/flu/rsv plus from the same lot. On (B)(6) 2022, a sample was collected from patient #1 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #2 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #3 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #4 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #5 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #6 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. Sole negative patient: on (B)(6) 2022, a sample was collected from patient #7 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 negative flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #8 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #9 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #10 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #11 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #12 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #13 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #14 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. On (B)(6) 2022, a sample was collected from patient #15 and tested with xpert xpress cov-2/flu/rsv plus. The sample was processed according to the pi. The results were sars-cov-2 positive, flu a negative, flu b negative. This result was reported to the physician. The customer performed cleaning and maintenance on (B)(6) 2022. Cleaning was performed per owner's manual. Site ran negative control with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022. Results were sars-cov-2/flu/rsv positive, flu a negative, flu b negative. Customer decontaminated instrument per cepheid guidelines. On (B)(6) 2022, customer ran saline and/or utm blanks after completing decontamination. The results were sars-cov-2 positive, flu a negative, flu b negative, rsv negative with utm and sars-cov-2/flu/rsv positive, flu a negative, flu b negative, rsv negative using saline in module a1. Module a2 gave sars-cov-2/flu/rsv positive, flu a negative, flu b negative, rsv negative using both utm and saline. The utm was sealed prior to use. Cepheid field application specialist was sent to site on (B)(6) 2022 and performed decontamination and observed customer. Cepheid field application specialist stated that customer was using ipa and not ethanol. Site will purchase proper alcohol. Post decontamination saline and utm tests came up sars-cov-2/flu/rsv negative, flu a negative, flu b negative, rsv negative. Customers were not tested on a different platform and not known if customer tested elsewhere on their own. Patients were only tested once and treated as if positive. No known harm to any patient. To the customer's knowledge, all patients did not have any symptoms and there was no known reason for them to be positive, which is noted to be off label per the pi.